Event description:
During follow-up, it was observed the left ventricular (lv) lead was not capturing. Acap confirm threshold testing revealed a capture threshold of 1.625v whereas a manual threshold test was performed and revealed 3.75v. Abbott technical support was contacted and confirmed the loss of capture and diagnostic anomaly. The event was resolved by reprogramming the device. The patient was in stable condition.